Event description:
It was reported that the rigid endoscope sheath's ceramic tip was damaged. The issue occurred during a diagnostic  hysteroscopy procedure. The procedure was completed using a similar device. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
E1- (B)(6) hospital. (User facility captured here due to character limitation in section). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed the damage was thermally and mechanically induced. It was likely due to wear and tear and bad maintenance and excessive force. Olympus will continue to monitor field performance for this device.